Manufacturer narrative:
It was reported that defective post-op knee, the hinge doesn't lock anymore & that after only 4 weeks. Red button issue that cannot keep the flexion & extension luck. No injury reported. The actual device has not been evaluated, other devices that have been evaluated the root cause of the complaint is a damaged component. The device's lock button failed during manufacturer testing. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
It was reported that defective post-op knee, the hinge doesn't lock anymore & that after only 4 weeks. Red button issue that cannot keep the flexion & extension luck